Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC line ringing off occluded to all infusions over an approx 15 minute period. Infusions stopped, attempted to flush PICC with ns 0.9%. Unable to flush PICC. PICC ended up being removed by nurse practitioner. PICC unable to be flushed post removal as well. Final action: replaced.

Manufacturer narrative:
The faulty sample was not provided by the customer. In the absence of the faulty sample or a clear image showing the defect, a root cause analysis could not be performed. As a result, the issue could not be investigated, and the complaint could not be confirmed. However, because the catheter functioned properly for six days prior to the occlusion, and each catheter is flow tested during production, we do not believe the defect is manufacturing related. Any occlusion resulting from a manufacturing issue would likely be detected by the user during the initial flushing of the catheter. A review of the batch history records revealed no deviations. The batch met all specifications and was released accordingly. Each catheter is flow and leak tested during production. A two-year review of vygon USA complaint data revealed that this is the first reported occlusion issue associated with lot number 24j002d. Corrective action: due to the missing sample, this complaint could not be confirmed, as a root cause analysis could not be conducted. Therefore, no further corrective action could be initiated by quality management.

Event description:
PICC line ringing off occluded to all infusions over an approx 15 minute period. Infusions stopped, attempted to flush PICC with ns 0.9%. Unable to flush PICC. PICC ended up being removed by nurse practitioner. PICC unable to be flushed post removal as well. Final action: replaced.